Event description:
It was reported that pump experienced battery depletion. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, and no additional information was received regarding the outcome of the event.